Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had inserted a sensor and had some bleeding. Customer had high blood glucose readings over 400 mg/dl. Customer was also having issues with the sensor and stated that the site was not actively bleeding. Customer was advised to monitor the site. Customer was tired and put 60 grams but did not eat much. Customer woke with a blood glucose reading of 59 mg/dl because she didn't eat much. Customer ate more and her blood glucose was 405 mg/dl. Customer treated through the pump.